Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. Three (3) devices had damaged components; one (1) device had a stuck component. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the safety bar was difficult or unable to operate. No patients were involved.